Event description:
Boston scientific received information that during a follow up it was noted that this left ventricular lead had dislodged and loss of capture was noted. The physician elected to add an epicardial lead for stability. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.